Event description:
Sorin group received a report that there was an unintended pump stop of the arterial pump. No audio or visual alarms were generated on the stoppage. The manual override buttons were utilized to clear the alarm, the flow was increased and the pump returned to normal. No patient injury was reported due to the pump stoppage.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Soring group received a report that there was an unintended pump stop of the arterial pump. No audio or visual alarms were generated on the stoppage. The manual override buttons were utilized to clear the alarm, the flow was increased and the pump was returned to normal. No patient injury was reported due to the pump stoppage. The s5 roller pump has been returned to sorin group deutschland for evaluation. A follow-up report will be filed when the investigation is complete.